Event description:
It was reported that the pt underwent a spinal procedure using interbody device. The device was broken during impaction. The broken device was replaced. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.